Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: this file was reviewed by a cross functional team that is comprised of medical safety, research and development, life cycle engineer, marketing product director, post market surveillance manager, risk manager and regulatory reporting specialist during the weekly ae review and the following was requested: what vessel was the device fired on and what was the compressed size? Please explain what is meant by ¿misfired¿. Can it be confirmed that the vessel was completely proximal to the cut line? Were any clips used in the surgical procedure prior to the use of stapler? What was the approximate blood loss? Was a transfusion required? What is the current patient status?

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the stapler was used to resect a vessel. The stapler 'mis-fired on the vessel' and caused bleeding. It is unknown which vessel this occurred on. There were no strange noises or tactile feedback. The procedure was converted to open to manage the bleed. This was managed successfully and the patient recovered well. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Additional information: batch # m5622t. The analysis found that one pve35a device was returned in good visual condition and with a cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.